Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose bg level was greater than 500 mg/dl. The customer required assistance addressing the bg level by administering a manual injection. Reportedly, the pump supplies were changed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.